Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was exhibiting signs of inflow obstruction according to the surgeon. The pt was returned to the operating room to examine the pump, inflow and outflow grafts and a decision was made to replace the lvad pump with another lvad pump and in addition, the inflow graft was replaced. Unfortunately the pt later expired in the ICU.